Event description:
Customer reported receiving an error message on his freestyle flash meter. A replacement meter was ordered. Customer reported that while waiting for his new meter to arrive he "has experienced two blackouts and headaches". He reportedly took "janovia 100 mgs" to treat his symptoms. He did not receive a diagnosis or require third-party medical intervention.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.